Event description:
It was reported that at the patient's routine follow-up, the device could not be interrogated. Two different programmers were used. It was also noted the device was pacing and sensing normally as seen on the surface ECG. The device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that at the patient's routine follow-up, the device could not be interrogated. Two different programmers were used. It was also noted the device was pacing and sensing normally as seen on the surface ECG. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. (B) (4), and it has been reported in medwatch report (B) (4)).

Event description:
It was reported that at the patient's routine follow-up, the device could not be interrogated. Two different programmers were used. It was also noted the device was pacing and sensing normally as seen on the surface ECG. The device was removed and replaced. No patient complications were reported as a result of this event. It was reported that at the patient's routine follow-up, the device could not be interrogated. Two different programmers were used. It was also noted the device was pacing and sensing normally as seen on the surface ECG. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
(B)(4). This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.